Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4068 implantable pacing lead 2003 (B)(6). (B)(4).

Event description:
It was reported that during an implant attempt there was an issue with the set screw in the header and the lead would not fully engage into the connector. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.